Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2015. Date explanted - (B)(6) 2015. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-00133 / 00136).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2010. Subsequently, the patient's left hip was revised on an unknown date in (B)(6) of 2015 due to elevated metal ion levels. Review of invoice history suggests the patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, the patient's right hip was revised on (B)(6) 2014 due to unknown reasons. Review of invoice history confirms the head and cup were removed and replaced. A liner was additionally implanted. The patient's right hip was further revised on (B)(6) 2014. Review of invoice history confirms the liner was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that these types of events may occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." (B)(4). This report is number 2 of 5 MDR's filed for the same patient (reference 1825034-2016-00133 / 00136, 01313). Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2010. Subsequently, the patient's left hip was revised on an unknown date in (B)(6) of 2015, allegedly due to elevated metal ion levels. Review of invoice history suggests the patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, the patient's right hip was revised on (B)(6) 2014 due to unknown reasons. Review of invoice history confirms the head and cup were removed and replaced. A liner was additionally implanted. The patient's right hip was further revised on (B)(6) 2014. Review of invoice history confirms the liner was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information was received in medical records and operative reports on (B)(6) 2016. Medical records dated (B)(6) 2010 note an initial left total hip arthroplasty was performed. Medical records dated (B)(6) 2011 note left hip pain during ambulation, while lying down and sitting, and limited mobility when negotiating stairs. Medical records dated (B)(6) 2011 note left hip and groin pain during flexion, limited range of motion, and abnormal gait. Medical records further indicate a left hip revision procedure was performed on (B)(6) 2015 due to implant surface wear, elevated metal ion levels and pseudotumor. Invoice history reveals the modular head and acetabular cup were removed and replaced and an active articulation bearing was implanted. An operative report dated (B)(6) 2007 indicates patient underwent an initial right total hip arthroplasty. Medical records dated (B)(6) 2014 note an aspiration of right hip was performed on same date, during which bloody fluid was extracted. An operative report dated (B)(6) 2014 notes right hip revision was performed due to pain and elevated metal ion levels. Operative report further notes the presence of wear of the metal bearing, a pseudotumor, fluid, dense fibrotic tissue, blackening of the trunion and metallosis. A cyst was also noted to be removed and replaced with a bone graft. An operative report dated (B)(6) 2014 notes a right hip revision was performed due to dislocation and instability and that during the procedure, fluid was discovered within the joint. The acetabular liner was removed and replaced.